Event description:
It was reported that when performing a threshold measurement before magnetic resonance imaging (MRI) a pop-up message was displayed on the programmer noting "an abnormality had been detected in the device". Initial information received noted this was programmer related, the implantable cardioverter defibrillator was close to reaching the normal elective replacement indicator (eri) with 3.5 months left, no premature battery depletion was suspected. Subsequent information received notes it was unclear whether the observation was device (ICD) or programmer related. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of error message during interrogation on the merlin programmers was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. Longevity assessment was performed, and the device voltage was at normal range of operation consistent with normal projected longevity.